Event description:
The patient started v-go on (B)(6) 2019 and reported bg over 600 when he forgot to remove "the cover button" and had worn the vgo "all day". The patient reported he removed the cover button when he realized his error, pressed the start button and bg values provided afterwards were 458 and then 390. The next morning the patient reported his bg was 86 and he felt good.